Event description:
Attended for a routine pacemarker f/u. There was no telemetry possible. The pt was in atrial fibrillation and asymptomatic. A device change was scheduled early into the year. Other medical incidences delayed the change out.